Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the hand piece doesn't work properly. According to the customer, it was not powering properly. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Product review of the electric dermatome by flextronics on november 4, 2019 revealed that the needle bearing was defective and the cable was damaged. The calibration was out of specifications at the zero setting only. The motor did not run and the control bar was not in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by flextronics on (B)(6) 2019 which included replacement of the needle bearing, plug harness assembly, and motor. Electric dermatome, serial number 206114, was then tested and functioned properly. While the returned product investigation confirmed that the electric dermatome did not have power due to the motor not running, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the needle bearing, plug harness assembly, and motor were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that an electric dermatome hand piece doesn't work properly. According to the customer it was not powering properly. The hospitals always check the devices before surgery. The event did not occur during surgery and there was no patient involvement. No adverse events were reported as a result of this malfunction.